Manufacturer narrative:
Continuation of d10: product ID (serial: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that since implant, they have been noticing that their implant was not working right; it was turned off, and they keep having to turn it back on. They also reported that when they charge the ins, it won't charge. The pt reported they were hurting so bad. The also reported the wireless recharger kept on beeping, and the ins turned off and the handset indicated the battery was turned off, but it was at 100% every time. Patient services asked clarifying questions. The pt reported the wireless recharger was fully charged and the ins was fully charged at 100%. They stated the communicator was at 65%. The pt confirmed they were able to turn their therapy back on. Pss reviewed reasons why the therapy would turn off. The pt indicated their ins was most likely depleting and therefore the therapy was turning off. The pt was educated on the device and advised the pt to monitor the issue. The pt commented that this has not been very easy at all and noted they never had to charge their previous scs device.